Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displaying user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering up was confirmed in the platform's archive data and during functional testing. The root cause of the ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. Visual inspection revealed that the front enclosure was cracked and chipped, unrelated to the reported complaint. The observed physical damage could be due to user mishandling and aging of the device, wear and tear. The autopulse platform was manufactured in january 2016 and is over 8 years old, beyond its expected service life of 5 years. The front enclosure will be replaced to address the issue. The archive data review indicated multiple ua45 advisory messages on the customer's reported event date, confirming the reported complaint. The archive data also showed several ua02 (compression tracking error), ua12 (lifeband not present), and fault code 16 (timeout moving to take-up position) occurred on the customer's reported event date, unrelated to the reported complaint. User advisory and fault code is usually a clearable error message, designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory (ua) 02 is an indication that autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, fault code 16 is an indication there is an obstruction between the lifeband and patient, or a twisted lifeband. The recommended actions to take for this type of user advisory are: open lifeband, clear obstruction or twist, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform failed initial functional testing due to a ua45 advisory message displayed upon powering up, confirming the reported complaint. The platform's driveshaft was rotated to "home" position to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) for 5 minutes, the platform passed the test without any fault or error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with 23917.

Event description:
The autopulse platform (sn (B)(6)) was attempted to be used on a patient in cardiac arrest. However, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon powering up. The customer rotated the driveshaft to "home" position, using the administrative menu, but the ua45 advisory message displayed again upon powering up the platform. The crew provided manual CPR to the patient. No consequences or impacts on the patient. The customer contacted zoll and followed instructions from zoll tech support to clear the ua45 advisory. However, the ua45 appeared again after re-starting the autopulse platform.